Event description:
It was reported that following a radiofrequency procedure, the attachment of the electrode to the needle was broken off and the needle remained in the patient when removing the injection electrode. The needle was then surgically removed. It was reported that the patient was admitted to hospital beyond standard of care; however, the patient was discharged the same day of the procedure. The patient is expected to fully recover.